Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The sureform 45 stapler was analyzed and have a torn snake wrist cover. There was a torn chuck missing that was not returned with the instrument. The event caused partially or wholly by the user of the device including sample handling. Also, the sureform 45 stapler instrument was found to have a broken snake wrist cable at the distal end. The cable was broken on the anvil side of the grip causing it to be loose on the channel side. Review of the logs were unable to confirm any failures. Root cause is attributed to component susceptibility to damage. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, after installing the sureform 45 stapler instrument, the user experienced an insertion issue and received a message to remove the instrument and continue. The user attempted to remove the instrument, but it was difficult. The instrument was forcefully removed after pressing the release buttons and the user observed a tear in the jaw of the instrument. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment of the instrument was seen inside the part of after the instrument was removed. The fragment was removed completely during the same surgical procedure. The instrument did not collide with any other instrument or tool during the procedure. Patient demographics were requested but were unable to be provided.